Event description:
It was reported by the customer that a pyxis medstation system had station on fatal error. The customer stated that the station is on fatal error on wc5n and there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had station on fatal error. The technical support specialist found out that the db is on suspect mode, repair the db failure by dropping the db and recreating. Db was successfully recreated and synced. The system functioned as intended after the technical support specialist troubleshooted the device.